Event description:
The customer reported inaccurately high blood glucose readings with the first test strips, lot #16078a. She began using the first test strips (varius unk lot numbers) approx. 2 months ago. When she started using them she obtained readings in the 200-300 mg/dl range. These readings were significantly higher than her usual readings with the second test strips which are in the 100-150 mg/dl range. After using the first test strip for approx. 2 weeks with no decrease in blood glucose results, she called her dr who prescribed oral medication. After being on the oral medication for approx. One month, the customer called her dr and notified him that her blood glucose readings were still high (200-300 mg/dl range). On 1/9/97 her dr started her on an insulin regimen. The customer stated that when she was on the insulin she was consistently shaking, clammy, and just not feeling right. She called her dr and, because her readings were still high, he attributed these symptoms to high blood glucose and advised her to increase her insulin. In the middle of the night on 1/11/97, she woke up and was experiencing severe hypoglycemic symptoms. She tested her blood glucose with the first test strips, lot #16078a, and the result was severe hypoglycemic symptoms, and called another co. The other co rep had the customer perform a check strip test and the result was in range (no specific result available). A normal control solution test was also performed at that time and the result was 247 mg/dl versus a normal control solution range of 114-172 mg/dl. The normal control solution was opened for the first time on 1/12/97 and the customer shook it well before testing. The code was set correctly for all tests. The desiccant is in all bottles of the first test strips. The customer called her dr with the results of the normal control solution test and told him that she did not believe the second readings she had been obtaining for the past two months to be accurate. He immediately took her off of the insulin and had her use second test strips only. As soon as she began using the second test strips her readings were in the 100-150 mg/dl range without taking any insulin or oral medication. The customer has a second box of the first test strips, lot #16031b. While on the telephone with the other co rep, she performed several normal control solution tests with test strips from the second box. All normal control solution test results were in the 280-305 mg/dl range. The customer did not perform any blood glucose tests on the first test strips, lot #16031b. The customer stated that her dr advised her not to return all of the first test stirps for eval. She is going to have some independent evaluations done with the test strips. She will return some.